Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Tbm stated that the dealer stated the handrim is loose and cannot be tightened. MDR filed.

Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for evaluation.